Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and pocket erosion. Reportedly, the patient had a small wound where the implantable product was visible and was completely exposed out of the skin then popped out. The patient went to emergency room with a yellow leaky secretion at the incision site. There was no additional adverse patient effects were reported. This rv lead was explanted.